Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Service history for this product was examined and no issues related to the reported event were identified during the last 12 months.

Event description:
During the procedure, an error message displayed multiple times. Troubleshooting included reseating the power cable, power cycling the generator, changing the probes and adapter cables, but the issue remained. Three ablation levels were completed but the fourth and final ablation was unable to be completed.